Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The reported problem could not be identified but additional alarms were found not on the occurrence date of the reported problem. The additional alarms included a card reader error alarm, therapy errors, low drain volume alarm, drain not finished alarm, and fill not finished alarm. A visual inspection was performed with no issues noted. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. Should additional relevant information become available, a supplemental report will be submitted.